Event description:
It was reported that the customer received a battery out limit alarm. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 200mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery out limit alarm was noted during testing. The insulin pump had intermittent up arrow button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked belt clip slot and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.